Event description:
It was reported that prior to the attempted implant of a transcatheter valve in a previously implanted surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was not performed. During the attempted implant, the deployment of the valve was attempted two times and recaptured once due to under expansion of the valve frame. Subsequently, the system was withdrawn from the patient. A pre-implant bav was performed using a 24 millimeter (mm) non-medtronic balloon. A new valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. It was noted that a 5 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the frame under expansion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0013051122); product type: 0195-heart valves; implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the previously implanted surgical aortic valve was not a medtronic device.